Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) discovered the iabp had battery runtime of 47 minutes; minimum runtime spec is 135 minutes. To fix the issue, the fse replaced the 12v batteries and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site. A contact at the event site is (B)(6).

Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A getinge service territory manager (stm) discovered the iabp had battery runtime of 47 minutes; minimum runtime spec is 135 minutes. To fix the issue, the stm replaced the 12v batteries, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. There was no patient involvement, and no adverse event reported.